Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Additional information was requested and the following was obtained: did the detachment of the tissue pad happened to both devices? Yes.

Manufacturer narrative:
(B)(4). Batch #: t9596j. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection the teflon detached from the device in the first use of the device on 2 devices. Fragments were generated but were easily removed. The surgery was delayed 40 minutes. A harhd36 device was opened and the procedure was completed successfully.